Event description:
It was reported by the surgeon that during a jts lengthening procedure that the drive unit was not functioning and would not grow the prosthesis.

Manufacturer narrative:
The drive unit was returned to siw for eval. Upon receipt, it was evident that the drive unit had experienced damage that was consistent with the device being dropped. The mfg history records were reviewed and confirmed that the item was conforming to specification and undamaged when it was manufactured. The damage has most likely occurred at some point after it had left siw. The device was repaired and returned to the hosp.